Manufacturer narrative:
Three samples were returned and were visually and functionally tested. Functional testing revealed that the syringe was difficult to connect to the extension set. It was observed that when the syringe was not properly connected to the set, leakage occurred. When the syringe was firmly connected, no leakage occurred. The samples were measured by the MFR and found to be within specification. Although co was able to duplicate the failure, it is suspected that this may be attributable to user interface. The facility will be notified to ensure that syringes are firmly connected to the extension set to prevent leakage from occurring. Corrections/additions: block d2,d5,d6,d9,f9,h4

Event description:
Syringe was reported to have leaked at the luer connections to the IV set. The pt's blood pressure elevated and pt was given a bolus injection to sedate him.